Event description:
It was reported that the patient presented for routine generator change with a trend of low pacing impedance exhibited by the right ventricular lead. The capture threshold was also noted to be elevated. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.